Manufacturer narrative:
See manufacturer¿s report # 3004209178-2016-07423 for previously reported lead issue.

Event description:
Information received from patient reported that they felt an intermittent shocking/burning sensation down their left leg and in the groin area when they stood up (issue related to positional movement). It was noted that the patient had not gotten any programs yet for their implantable neurostimulator (ins) as they were too groggy after the surgery. The stimulation was on and at 3.0 volts. The patient was instructed on how to turning off the adaptive stimulation feature (since no program/orientations had not been set up yet) and how to decrease the stimulation to a comfortable level. It was reviewed with the patient they could manually turn the stimulation up when laying down and then turn it down when they stood up. This resolved the reported issue. The indications for use for the implanted device were noted as non-malignant pain and other non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2016, product type: lead. The event is now reportable for serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the representative (rep) regarding the patient. It was reported that the patient complained of a shocking sensation when sitting. It was unknown what was causing the issue; an impedance and battery check were both normal. The rep attempted to reprogram the patient while they were in a sitting position but it did not resolve the issue. X-rays were ordered and a surgery was being scheduled. No further complications were reported.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-17. The rep stated that the patient underwent a revision on (B)(6) 2017. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.